Event description:
The patient reported experiencing consistent issues with e6 (mechanical) errors and low blood glucose. He stated that on (B)(6) 2010, his blood glucose measured 23 mmol/l (414 mg/dl) before bed and he bolused 8 units of insulin. He stated that 4 hours, he did not test his blood glucose and bolused another 8 units of insulin and went to sleep. The following morning, he could not be woken by his partner and an ambulance was called. Medical personnel measured his blood glucose at 2.1 mmol/l (37.8 mg/dl). The patient was unconscious for 45 minutes. The patient was transported to the hospital and treated with glucose and released 4-5 hours later. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.